Event description:
It was reported that within a few days of implant, the right ventricular lead showed "exit block" and high lead impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the proximal conductor was cut, there was blood/body fluid on all conductors (not obstructed), the inner insulation was torn, all insulators were breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.